Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized recently with blood glucose of 580 mg/dl. The customer was not able to provide the hospitalization date. The customer did not experience any symptoms prior to getting high blood glucose. The customer was treated with glucose and sent home. The customer was wearing the insulin pump at the time of hospitalization. Customer also mentioned that the device and sensor would not calibrate. There was no troubleshooting performed. The insulin pump will not be returned for analysis.